Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed first and second priming sequenced before it was deactivated. No timeouts or drive stalls were observed in the device data. Investigation of the needle mechanism did not find any damages or abnormalities that could cause an early needle deployment. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Although no issues were observed, the exact cause of the reported early needle deployment could not be determined. Additionally, the cannula assembly was inspected and found the formed needle bent on the unexposed portion of the soft cannula. It could not be determined whether the damage contributed to the reported event.